Event description:
Philips received a complaint from the customer, that requested the part number for a touchscreen replacement, no further details were provided. There was no patient involvement when the issue occurred. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with the part number; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.